Manufacturer narrative:
Additional information was provided that indicated that the device did not cause or contribute to the conduction disturbance that necessitated the implant of the permanent pacemaker.

Event description:
Medtronic received information that twenty-one months after the implant of this transcatheter bioprosthetic valve, an electrocardiogram indicated an abnormal infranodal conduction disturbance. A syncopal episode was also reported. Subsequently, a permanent pacemaker was implanted. No further adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or c atheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manuf acturing issue. (B)(4)